Event description:
Complaint # (B)(4). It was reported that the pt was comfortable using the clamp initially. The clamp is only used for a couple of hours in the evening. As use of the clamp continued, the pt developed discomfort leading to f/u visits with the urologist. Pt has been cultured twice in 10 days, both came back negative for infections. A scope was done and the doctor informed the pt that there is a dark sport on the urethra that appears to be in the area where the clamp would be positioned. Pt underwent prostate surgery in (B)(6).

Manufacturer narrative:
The investigation is still in progress. Upon completion of the investigation, a supplemental f/u report will be mailed.